Manufacturer narrative:
Results: the shipper box was dented on its side. The tape that holds the packaging mandrel to the packaging card appeared to have been ripped off. The distal tip of the neuron 053 was kinked from approximately 100.0-105.0 cm from the proximal hub. Conclusions: evaluation of the device revealed that the distal tip of the neuron was damaged. The tape that holds the packaging mandrel to the packaging card was ripped off. If the mandrel is removed from the packaging card while still inserted in the neuron 053 distal tip, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the distal end of a neuron 6f 053 delivery catheter (neuron 053) was kinked upon removal from the packaging. The damage to the neuron 053 was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a new neuron 053.